Event description:
It was reported that the right atrial (ra) lead had lower impedance in bipolar mode than in unipolar mode. The device was programed to unipolar mode for patient safety and need. The lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 8042b implantable pulse generator 2005-(B)(6); 4092 implantable pacing lead 1999-(B)(6); 4193 implantable pacing lead 2005-(B)(6). (B)(4).